Manufacturer narrative:
A philips technical consultant (tc) was dispatched to the customer site. The device logs were collected and analyzed. The tc confirmed that the outage was caused by a power loss when the access point controller (apc) uninterruptible power source (ups) failed. The apc ups was replaced by the customer to resolve the issue.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that there was a two-hour connection outage that occurred on the entire 6th, 7th, and 8th floors. The device was in use on a patient at the time of the event. There was no adverse event reported.